Manufacturer narrative:
This report is filed january 11, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a flipped magnet during an MRI (3 tesla); however, the clinician did not follow the manufacturer's instructions for use of MRI. The magnet was subsequently surgically removed (date not reported) due to the patient requiring further mris. There are plans to re-insert the implant magnet, however this has yet to occur. The implanted device remains.